Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to slightly loose drive support disk. No motor error alarms were noted. Insulin pump received with cracked case at display window corners, battery tube threads, minor scratches on display window and received with broken belt clip slot.

Event description:
Customer called to report that the insulin pump alarmed during the bolus process. Blood glucose reading at the time was 235 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.